Manufacturer narrative:
Concomitant medical product: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing intermittent extracardiac stimulation which was positional. The left ventricular (lv) lead vector was reprogrammed. Increased thresholds were then noted. The stimulation returned and reprogramming was performed again which resulted in resolution of the stimulation. The lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.